Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure while performing the pre-test, the user could not get any power from the hemopro power supply to the hemo pro tissue welder. The procedure was performed using a replacement power supply. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when he device has been returned and the investigation completed.